Event description:
It was reported that continuous glucose monitor displayed error message 42 while connected to sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed full pump reset with guidance from technical staff, and after reset error did not reappear and sensor session was successfully restarted.